Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open hemorrhoidopexy procedure. The device was being applied to prolapsed hemorrhoids. The surgeon followed the steps and closed the stapler and waited for green in the window indicator. The surgeon was instructed to listen and look for a click when mating the anvil to the receptacle in the stapler head. The stapler was fired and the staples deployed without the anvil attached properly and without stapler fully closed. The surgeon felt no crunch or tightness in the handle, because no tissue was compressed between the stapler head and anvil. The issue was the anvil becoming detached from the stapler when it was too close to closing. Open staples fell into the anus, on top of the close purse string. The surgeon used suction and tweezers to get the staples out. Medical or surgical intervention was needed to prevent a permanent impairment of a function. The anvil and purse string sutures were removed to insert the pph anvil. There was no unanticipated tissue loss or tissue damage. The patient sta tus is alive, no injury.